Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, evidence of moisture was observed behind the display lens. The pump powered on with the returned battery cap to an audible tone, and an extended vibratory alert with a blank display. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment and on the underside of the battery cap. The audio bolus button cover was torn, and investigators were unable to verify the bolus button functionality due to the blank display. A base crack was observed between the case seal and the keypad. A cover crack was observed between the display lens and the case seal. The cartridge compartment was also found to be damaged along top of the compartment. The cartridge cap was able to be fully secured. A leak test showed a leak at the battery compartment crack. The pump¿s case was removed, and evidence of moisture was found inside the pump. The blank display, extended vibration alert, and a "download" failure were determined to be due to the battery compartment damage and moisture contamination.